Manufacturer narrative:
The reason for this revision surgery was to alleviate instability in the patient's knee after 6.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against lot number 538671321. A total of six complaints have been submitted against this part number. This is the second complaint for instability. The remaining complaints have resulted from other issues such as infections and instability. The patient is reported to have had instability in the knee but no further explanation was offered indicating the root cause or reason for the instability. Factors un-related to the implants that may contribute to a patient instability are: degenerative bone, improper or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to knee instability.